Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. The cause for the defective battery charger/modem is a thermally damaged transistor (q1). The q1 transistor controls the current flow of the battery while charging. The cause of the damaged q1 is a contaminated battery board. The contamination caused thermal damage to both the battery board and q1. The root cause of the contaminated battery board was unable to be positively determined, but is likely the result of liquid ingress of an unk contaminant. No adverse event resulted from the damaged battery board or transistor. The pt received a replacement charger/modem.

Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that the charger/modem was not working properly. The pt was provided with a replacement charger/modem.